Event description:
Reporter alleged blood glucose measures 323 mg/dl at 4:14 pm so took insulin and ate howeger at 6 pm passed out. It was reported 911 was called and emergency medical technicians (emts) tested glucose to be 22 mg/dl so customer was given an IV, contents unknown, and taken to the hospital. Reporter stated hospital result was 53 mg/dl and given dietary adjustments to elevate glucose before being released 6 hours later. Reportedly test strips being used were expired. A request was made for the return of the suspect deice and replacement product was sent.